Event description:
It was reported that a spectrum pump had an issue: not infusing and failed occlusion tests. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the reported problem "not infusing" was reproduced. The device was tested for flow accuracy and it failed with an error percentage of 6.4825%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pressure plate travel. The pressure plate travel required to be adjusted and the m2/m3 springs requires replacement to address this issue. During functional testing, the reported problem "failed occlusion tests" was not reproduced. The device was tested for downstream occlusion detection and it passed. Ehlr was completed and in the last days of customer use, multiple occurrences of "downstream occlusion!" Alarms were observed; however, downstream occlusion detection testing failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was force sensor found to be out of specifications. The force sensor required to be recalibrated to address this issue. During functional testing, the reported problem "failed occlusion tests" was not reproduced. The device was tested for upstream occlusion detection and it passed. Ehlr was completed and in the last days of customer use, multiple occurrences of "upstream occlusion!" Alarms were observed; however, upstream occlusion detection testing failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.